Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was began treatment with vancomycin injection (1gm, 96 hours, ongoing) and ceftazidime injection (1gm, once a day, ongoing) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up it was reported that twenty-four days after the start of antibiotics, antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.